Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip completely broken off and test reservoir will not lock or click in place, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 280 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment and the reservoir does not click into place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.